Event description:
The patient reported seeing an error code 8286 on their personal therapy manager (ptm) for two or three days. It was noted that this code meant that their pump was empty. The patient was in the hospital and the e.r. On from (B)(6) 2013 for anaphylactic shock due to mold. The patient stated they were due for their refill on (B)(6) 2013. They stated that they missed their refill on (B)(6) 2013. The patient stated they heard the pump alarm on the morning on (B)(6) 2013. They called their healthcare provider (hcp) twice. The medications infused were fentanyl, baclofen, dilaudid, marcaine, and an unknown fifth drug.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).